Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastroscopy procedure performed in 2009. According to the complainant, during the second biopsy retrieval attempt, one of the jaws of the forceps broke and detached in the esophagus. The broken fragment was removed from the patient with another forceps without scope removal. It was reported there were no abnormalities noted with the patient's anatomy. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.